Event description:
Bander would not eject fallope ring off of the bander and criss-crossed the wire of the bander and sheared outer layer of right fallopian tube. Procedure converted to min-laparotomy.